Manufacturer narrative:
Baxter technical service center requested a swap from the home patient and the home patient refused a swap of the device.

Event description:
An adult home patient (hp) contacted a baxter technical service representative (tsr) regarding feeling overfilled (abdomen distended) in dwell. The hp drained 1708ml from the abdominal cavity. The hp's program parameters were as follows: tidal tv 9500, tt 9:00, fv 1800, tidal 90%, tuf 250 ml, if 500, 5 cycles dwell 1:19, initial drain alarm set point 250: minimum drain volume percentage, if known na. No manual exchange was performed before therapy. The hp's previous nights last fill volume was 250 ml and the hp drained 30 ml in initial drain. Therapy was not discontinued at the time of the difficulty. The hp experienced a low drain alarm in initial drain and bypassed it. The tsr reviewed proper bypass procedures with the hp. The hp's therapy settings, prescription, medications and diet were not recently changed. The patient was never diagnosed with congestive heart failure or cirrhosis and does not feel like they are holding fluid in their limbs. The hp did not notice any occlusion of the catheter lumen from fibrin, clot, or a knik in the catheter. The hp bypassed initial drain, which left 220 ml in the hp (250ml lfv per tsr/hp-30ml in ID= 220ml). That amount of fluid (and any accumulation after that) would cause the hp to feel overfilled. Cause has been identified as bypassing a low drain alarm in initial drain. No patient injury or medical intervention was reported at the time of the initial contact.